Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation and initially inflated at 6 atmospheres for 60 seconds. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured near the middle. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.